Event description:
Info received indicates the siderail will not latch on the birthing bed.

Manufacturer narrative:
The facilities biomedical tech indicated the siderail mounting bracket was bent. The biomed replaced the mounting bracket and associated parts to repair the bed. Chapter 6 of the service manual documents a function check for the siderail frame as part of preventative maintenance. The procedure includes ensuring proper latch and storage of the siderail. Repairs should be made as necessary.